Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up. System error 105 was also confirmed and caused by a dislodged component on the input/output printed circuit board (I/o pcb). The failed I/o was replaced.